Event description:
The user facility report stated "insulin infusion pump set to deliver 4cc's per hour. (Pump settings checked by rn at 19:00) at 21:50 infusion pump alarmed. Two rn's verified pump error message of "kvo" rate 438 cc's. The pt's blood sugar was checked stat and it had decreased to 30. Approx 250cc's of fluid (regular insulin/125 units) noted to be gone from infusion bag. Pt required intravenous 50% dextrose. Insulin infusion was stopped. Blood sugars increased with IV dextrose."